Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the at the time of the implant the lens exited the cracked injector from the site and had to remove it. It was also reported the lens was damaged by the injector. Additional information has been requested however no further information received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of damaged lens by injector; however the attached customer photos confirms the reported issue of a damaged lens. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo review confirmed a damaged lens; however, because an injector sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).